Event description:
Evaluation revealed an intermittent loss of contact between the battery cap and the pump case.

Manufacturer narrative:
Evaluation revealed an intermittent loss of contact between the battery cap and the pump case.